Event description:
Patient came in due to patient alert because lead dislodged. Lead repositioned on 12/14 & again on 12/16. Lead replaced 12/17. Dr. Said screw is not coming out far enough. Positioning difficulties.